Manufacturer narrative:
The explanted intraocular lens (iol) was returned to the manufacturing site for investigation. The visual inspection noted residue of viscoelastic (ovd) lubricant observed in the optic body. A few loose particles were observed in the optic zone compatible with handling the lens. The condition observed in the lens received was consistent with a lens that had been explanted from the patient's eye. The lens was explanted due to improper iol power used. The investigation results do not suggest that the sample received was affected by the manufacturing process. A review of the manufacturing records was performed. A review of the raw material/manufacturing procedures in change control system was done and did not show any change in the manufacturing method, inspections, or specifications related to the complaint. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer report was identified. The documentation showed the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that an intraocular lens (iol) was required to be explanted from the left eye of a patient in a secondary procedure owing to improper lens power being used. A new lens was implanted in the eye. No further information has been provided.

Manufacturer narrative:
Explant of an intraocular lens. Placeholder.